Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
During treatment, the night shift nurse discovered a crack in the heparin cap of the indwelling needle, causing blood to leak out during blood collection. The nurse immediately replaced the indwelling needle with a new one for the patient. After completing the treatment, the nurse reported the incident to the medical equipment department and submitted an adverse event report.

Manufacturer narrative:
Investigation results: no abnormality is found on process retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. As the defective sample is not received for further testing, and the specific site and state of the crack cannot be identified, so the root cause of the crack in prn and leakage cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information.